Manufacturer narrative:
A patient¿s system was explanted due to a scheduled MRI was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted. No new products were implanted. No further information is available.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had become inoperable. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may take place at a later date to address the issue.